Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil could not be detached using the instant detacher or by using the manual detachment method. The physician attempted to detach 5 times with the first instant detacher, and 3 times with a new instant detacher, as well as 5 attempts with the manual method. It was confirmed that there was no issue with the instant detachers. The patient was undergoing surgery to treat a 2mm ruptured aneurysm. It was noted that the vessel tortuosity was unknown. The devices were prepared as indicated per the IFU.